Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic hepatic cystectomy. According to the reporter: surgeon was trying to retract liver and endo retract broke while retracting. They opened one other item and it broke as well. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no tissue damage or unanticipated tissue loss.